Event description:
Subject had 2 events occur; first they had a secondary intervention for a type ib endoleak on 19 aug 2022. Type ib endoleak was reported as definitely related to the device and possibly related to procedure. Prior to the secondary intervention the subject had thoracic back pain (l) on 01 may 2022 which was reported as possibly related to device but not procedure." Patient outcome - "subject is scheduled to have their 5 year follow-up in august 2023."

Manufacturer narrative:
This device is part of ide study (B)(4), patient ID # (B)(6). This complaint is being reported as part of a company initiative for reporting complaints and adverse events from ide studies. A CAPA has been initiated to address the matter of timely reporting of the complaints. In addition, this complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2023-00157 and device 2 is being reported under MDR-2247858-2023-00158. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is part of ide study (B)(4), patient ID #(B)(6). This complaint is being reported as part of a company initiative for reporting complaints and adverse events from ide studies. A CAPA has been initiated to address the matter of timely reporting of the complaints. In addition, this complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2023-00157 and device 2 is being reported under MDR-2247858-2023-00158.

Event description:
"Subject had 2 events occur; first they had a secondary intervention for a type ib endoleak on (B)(6) 2022. Type ib endoleak was reported as definitely related to the device and possibly related to procedure. Prior to the secondary intervention the subject had thoracic back pain (l) on (B)(6) 2022 which was reported as possibly related to device but not procedure." Patient outcome - "subject is scheduled to have their 5 year follow-up in (B)(6)2023."